Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed cassette not attached alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor, bezel, seal, and upstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. During physical inspection, it was found that there was an upstream occlusion seal issue. There was no patient involvement, no patient injury was reported.